Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, no capture, low sensing and a low pacing impedance were observed. Diagnostic imaging was performed and the right ventricular (rv) lead was noted to be dislodged. The lead was explanted and replaced with no adverse consequences to the patient.